Event description:
Patient's father was awakened and responded to a ventilator alarm. He found the patient unconscious with the ventilator power supply disrupted. He provided artificial respirations and called emergency medical services. Patient was conscious when emergency medical services arrived. Later in the day the father took patient to emergency room following physician suggestion due to complaints of headache and blurred vision. Patient was monitored and discharged home in approximately twenty-four hours. No injury was reported.